Manufacturer narrative:
(B)(4). Date of event: the event occurred on an unreported date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink continu-flo solution sets would not prime. Once a solution bag was connected to the device, the drip chamber would not fill and priming could not be completed. The set was replaced with a new set to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection showed that there was solution residue up to and past the check valve. Further inspection revealed that the drip chamber out let port is partially blocked with an obstruction. The sample was then functionally tested by spiking it into an in-house 1000ml solution bag containing reverse osmosis water and then re-primed. This showed that the sample would not prime or flow normally, it would only slowly drip. The direct cause was due to an incorrect assembly of the tubing into drip chamber during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.